Event description:
Same case as MDR ID #2134265-2010-04230. It was reported that during preparations for a percutaneous intervention (pci) procedure a loose tip occurred. A sentinol bil 7x78x1350 stent had been selected to treat an unspecified lesion. The device was flushed and an attempt was made to load the device on a wire; however the tip appeared to move. The device was exchanged for another sentinol bil 7x78x1350 stent and the tip of this 2nd device appeared to move as well. The procedure was completed with a non-bsc device. There were no patient complications reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).